Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were in the emergency room and it could have something to do with the device. Agent tried to gather information about the current situation. However, patient mentioned not wanting to talk at the moment and did not continue with the call. Additional information was received from a patient. They reported that the device was off due to medical issue mentioned. Agent tried to gather more information but patient disconnected the call.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.